Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during approach to the common iliac artery for stenting, a palmaz genesis stent dislodged from the balloon catheter delivery system. The target lesion was severely calcified but not a chronic total occlusion and the operator experienced difficulty tracking to the lesion. The dislodged stent was not removed from the patient ; however, it is unknown where the stent was implanted. No patient injury was reported. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. The stent was not manipulated during prep. A terumo sheath was used; the type of guidewire and guide catheter used is unknown. (B)(4): one non sterile catheter sds genesis 9x59mm 135cm pro was received coiled inside a plastic bag. The balloon was received deflated and appeared have been inflated. There were blood residues observed in the balloon. Stent marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint of "stent - dislodged in patient" could not be confirmed as the device remained implanted in the patient and the exact cause of the difficulty experienced by the customer could not be determined. However, the difficulty tracking through the vessel and the severe calcification of the lesion may have contributed to this event. The customer observation that the stent was properly mounted on the system when inspected prior to use and stent markings noted during analysis, show that the stent was secured to the balloon during the manufacturing process. Neither the DHR, analysis nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
As reported by an affiliate, during a pta procedure, a palmaz genesis stent escaped from the balloon catheter delivery system while the doctor tried to approach the target lesion. The dislodged stent was not removed from the patient surgically. No patient injury was reported. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. The stent was not manipulated during prep. A terumo sheath was used. The type of guidewire and guide catheter used are unknown. There was difficulty tracking the device through the vessel. The target lesion was the common iliac artery which was described as severely calcified. The device was not used for chronic total occlusion. It is unknown where the stent was implanted.